Event description:
The doctor oversized the implant and attempted to insert without properly trialing as requested by rep. Both cages broke at the inserter interface tip during insertion. He then used a smaller, 12mm cage, as suggested by rep, and had no problems inserting into the disc space.

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.